Event description:
It was reported that "pieces of seal fell in abdomen of pt". No apparent injury to pt.

Manufacturer narrative:
When the investigation has been completed, I will submit a supplemental report.